Event description:
The pump was replaced due to battery depletion. No patient symptoms were reported. The pump was used to deliver fentanyl and bupivicaine.

Manufacturer narrative:
(B)(4). Final pump analysis revealed s2 battery resistance high - the battery had higher than expected resistance values, which exceeded the battery specification requirement.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a healthcare professional via a clinical study. It was reported that the outcome resolved without sequelae on 2010-(B)(6). The pump was used to infuse fentanyl 10,000 mcg/ml at 5362.0 mcg/day and bupivacaine 12.0 mg/ml at 0.5362 mg/day.